Manufacturer narrative:
It has been identified that MFR report#: 2031642-2022-00141 is the correct report and is the primary complaint. MFR report#: 2031642-2022-00270 has been identified to be a duplicate and should be nulled.

Event description:
It was reported to philips by a customer that the unit monitor went blank. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. It is unknown if repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.